Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to implant depth and discomfort at battery site. The patient underwent an ipg replacement procedure and moved to a different location. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.